Manufacturer narrative:
This additional report is being submitted to include the investigation conclusion of cause not established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure to replace the related pacemaker, the physician noticed a tear in the insulation at the distal end of this right ventricular (rv) lead. All lead measurements were within normal limits. Subsequently, this lead was surgically abandoned (capped). The patient was implanted with a competitor's system. No additional adverse patient effects were reported.

Event description:
It was reported that during the procedure to replace the related pacemaker, the physician noticed a tear in the insulation at the distal end of this right ventricular (rv) lead. All lead measurements were within normal limits. Subsequently, this lead was surgically abandoned (capped). The patient was implanted with a competitor's system. No additional adverse patient effects were reported.